Manufacturer narrative:
Refer to regulatory report #3004209178-2022-03667. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that 2 leads are broken and now a total of 8 or 10 leads pt reports. Pt states they checked 2.5 years ago and determined not working however working around this. Pt states she couldn't charge and that's what started this all. Pt states they told her cannot remove because of the scar tissue and will leave them in. Pt does not know exact dates, pss putting unknown for date on this event date. Pt states she wishes they can remove this all.